Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged shipment of replacement pump under warranty, explained that software on replacement would differ and how to update it, and confirmed shipping details without requiring delivery signature. Technical support instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials to avoid billing, and then program pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.